Manufacturer narrative:
(B)(4). This complaint is related to emdr #182810-2016-00164. The fsr replaced the latch assembly and preventive maintenance/inspection was completed successfully. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a follow-up emdr will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device (refer to emdr #1828100-2016-00164), he found the ultrasonic air sensor (uas) latch assembly was broken. There was no patient involvement.